Event description:
The customer reported that the dap values were high. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep changed the tube because the field engineer caused the damage. The rep checked the dose and calibrated the dap. He also replaced the damaged grid. The system operates as intended.